Event description:
Catheter on the port-a-cath fractured and broke off. The catheter was initially positioned in the superior vena cava. It broke and traveled to the pulmonary artery. The fracture appears to have occurred around the clavicle region.